Manufacturer narrative:
The reported phenomenon could not be reproduced, however omsc confirmed that the endoscopic image was reddish by using the subject otv-s7v. Omsc checked the manufacture history of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined, however there is possibility that this phenomenon is attributed to the degradation of main circuit board of the subject otv-s7v. Also otv-s7h-1d-f08e, which was used with the subjected device during the procedure, was used over ten years after the subject device manufactured, therefore there is possibility that this phenomenon is attributed to temporary malfunction of otv-s7h-1d-f08e. The investigation result of the otv-s7h-1d-f08e was reported by the MDR #8010047 - 2019 - 01856. The otv-s7v instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject otv-s7v was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s7v to identify the root cause of this failure phenomenon when omsc receives it. The exact cause of the reported event could not be conclusively determined at this time. The otv-s7v instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user used the subject otv-s7h-1d-f08e and the subject otv-s7v in the procedure of tur-bt. During the procedure, the image displayed on the monitor had abnormality. The user replaced the used otv-s7h-1d-f08e with a similar device and the procedure was completed. There was no report of the patient¿s injury regarding this event.